Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not be deployed. T1 was left in the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The actuator is deployed and stuck to the tip of the needle. The needle/overmold is bent. There is bio debris on the needle. A functional evaluation of the device showed it will not cycle due to the bend in the needle/overmold. An evaluation of the customer provided image showed the device laying on a surface. The suture and one t are off the needle and laying next to the device. The other t is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.